Manufacturer narrative:
Initial reporter is synthes employee 510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, that the patient underwent an external fixation surgery for a nonunion ¿ hypertrophic. The patient received the implants on (B)(6) 2017. The procedure and patient outcome were unknown. This report involves one (1) unknown nails: expert tibial. This is report 1 of 3 for (B)(4).